Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. The device lot number is not available / not reported. The expiration date of the device is not known. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). The device manufacture date is not known as the product lot number of the device is not available / not reported. [Conclusion]: the healthcare professional reported that during the treatment of the aneurysm, the 10mm x 34cm micrusframe 18 coil (mfr181034 / lot#: unknown) and the pusher became separated during placement. There was no report of any procedural delay. The procedure was reported as successfully completed without any delay. There was no report of any patient adverse event or complication as a result of the reported event. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. In addition, without a lot number to conduct a device history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the treatment of the aneurysm, the 10mm x 34cm micrusframe 18 coil (mfr181034 / lot#: unknown) and the pusher became separated during placement. There was no report of any procedural delay. The procedure was reported as successfully completed without any delay. There was no report of any patient adverse event or complication as a result of the reported event.